Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up and the pump was off. The customers blood glucose level was impacted 269 mg/dl. The customer took a correction bolus to stabilize blood glucose level. During troubleshooting with tandem technical support, review of pump data revealed, multiple low power alerts and a low power alarm, which were not addressed by charging the device. Subsequently the pump shut down due to insufficient battery power.